Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint describing a leaky at the headset cannot be verified, the head sets meets product specifications. Result we received 11 unused headsets. The samples were visually inspected and tested for flow and tightness. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Caller reported experiencing elevated blood glucose levels of 300-400 mg/dl sometimes. Caller's target blood glucose range was not provided. Treatment received was not provided. Caller reported smelling insulin even when basal rate is delivered. Caller stated she checked the infusion set and noticed a leakage on the cannula housing and a wet self-adhesive. Patient reported there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.